Event description:
A malfunction was reported with an error code displayed as malf 16 on the customer's insulin pump. Despite the malfunction, there was no adverse impact on the customer's blood glucose level, as it did not exceed 500 mg/dl. The customer was guided by technical support to reset the pump, but the malfunction code recurred after the reset. Consequently, technical support decided to replace the pump and the customer reverted to use a backup insulin pump.